Event description:
Initial result for a patient psa was <0.002. When repeated, the result was 0.128. The incorrect result was not used to guide therapy. The field service representative was unable to confirm a malfunction of the system.